Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead explant procedure. Prior examination via computerized tomography scan and fluoroscopy revealed externalized conductors. No electrical malfunctions were reported. The rv lead was explanted and replaced on (B)(6) 2023 no patient consequences were reported.

Manufacturer narrative:
The reported event of insulation abrasion was confirmed. As received, a partial distal portion of the lead was returned in one piece. An internal insulation abrasion was found 9.7 ¿ 13.8 cm from the distal tip between the shock coils breaching the right ventricular cable lumen at 11.8 ¿ 12.3 cm from the distal tip breaching the ring electrode (re) lumen with the inner coil lumen and the right ventricular etfe cables coating found to be not abraded in this location. This abrasion found was consistent with the event reported in the field. Multiple internal insulation abrasions were also found distal to the suture sleeve tie impression breaching the ring electrode, right ventricular and superior vena cava lumens. Internal insulation abrasion was found at 27.5 ¿ 28.2 cm from the distal tip breaching the svc lumen. The svc etfe cables coating and the inner coil lumen were intact in this location. Procedural damage was also noted on both ends of the abrasion internal insulation abrasions were found at 27.6 ¿ 28.1 cm and at 29.4 ¿ 29.5 cm. All the etfe cables coating and the inner coil lumen were not abraded in these locations. An external insulation abrasion was also found proximal to the suture sleeve tie impression breaching the right ventricular lumen at 46.4 ¿ 46.6 cm from the distal tip breaching the rv cable lumen. The right ventricular etfe cables coating was not abraded in this location. The cause of the external insulation abrasion is consistent with friction to the device can.